Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care regarding a patient who was implanted with an implantable neuro stimulator (ins) for unknown interstim stimulator it was reported that the patient had a lead fragment . No further complications noted or anticipated